Event description:
It was reported that the 9800 system had an interlock failure error message and the vertical lift column would not work prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply fuse was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.